Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from her site at the quick release/ connector, which led to increased blood glucose levels, while she was in the class. The site location was left side of her abdomen and the pump was located on the same side. The infusion was being used for less than a day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.